Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for follow up. It was noted that the right ventricular lead's high voltage impedance was higher than normal. The lead was capped (B)(6) 2019 and replaced and the normal functioning advisory generator was changed electively as it was close to normal elective replacement indicator (eri). The patient was doing well before, during and after the procedure. There were no complications.